Event description:
It was further reported that the procedure was not emergent. The patient experienced chest pain when the non-bsc guide wire crossed the lesion.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-04468, 2134265-2010-04469. (B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced chest discomfort, ischemic st-segment changes, and plaque shift. The patient presented for the procedure due to chest pain and an abnormal stress test. Access was obtained at the right radial artery with a 6f sheath. A 6f jacky-curve catheter was used for selective angiography of the right and left coronary arteries. Left heart catheterization and left ventriculography was performed with a 6f angled pig tail catheter. A 6f ikari left 3.5 guide catheter introduced for intervention and engaged in the left main coronary artery. A 0.014 luge guide wire was introduced into the first om (obtuse marginal) branch. Then attempts were made to wire the primary lesion in the distal lcx (left circumflex). Several combinations of balloons and wires were attempted without success, including a 1.5x9mm maverick balloon, pt graphix guide wire, and two non-bsc guide wires until eventually one of the non-bsc guide wires was successfully placed. During the difficulties with the balloon and guidewires, the patient complained of chest discomfort and ischemic st-segment changes were observed. Intravenous nitroglycerin and a reopro bolus were initiated. Then the primary lcx lesion was dilated with the 1.5x9mm maverick balloon to 16atm. Next a 2.5x12mm maverick balloon was inflated with angiography showing 70% residual stenosis and plaque shift within the large om1 branch. The 2.5x12mm maverick balloon was then used to dilate the om1 branch resulting in residual stenosis and plaque within the lcx-om bifurcation and a bifurcation stenting strategy was pursued. A 3.0x12mm taxus stent was placed in the om1 with attempts to position the stent at the ostium. A 2.0x12mm maverick balloon was positioned in the mid lcx as a blocking balloon and inflations were performed with the maverick balloon and the taxus stent delivery balloon. The lcx was then treated with a 3.5x16mm taxus stent deployed at 10atm. The luge guidewire was then removed and used to cross the lcx stent struts into the om branch. A 3.5x8mm apex balloon was then used to dilate the mid lcx stent at 16-18atm. Final kissing balloon angioplasty was performed to the lcx-om bifurcation using two 2.5x12mm maverick balloons with 0% residual stenosis and timi 3 flow throughout to complete the procedure.

Manufacturer narrative:
(B)(4).